Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery, the dr. Was using 2 cortex screws and while tightening the screws, the screw broke. The doctor indicates that this is normal because the patient's disease (osteoporosis.) Screw remains in the patient¿s body; the doctor was not able to remove it. No patient harm / no prolongation in surgery / no re-operation / no patient information available due to a costa rica law. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.